Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred while the device was in use. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The dealer visited the site and replaced the unit. During the evaluation of the device at the manufacturer's service center, a "vent inop" code was found in the ventilator's downloaded error log. The evaluation determined that the device printed circuit assembly needs to be replaced pending dealer's approval of service agreement.